Manufacturer narrative:
No product has been returned for eval. Should new info become available a follow up MDR will be submitted.

Event description:
Received info stating pt had self started on the pump and was admitted to the ER. Pt had dka and bg's (200+ mg/dl). Pt was given some IV fluids and was released.